Event description:
It was reported that the pt developed an infection at the implant site. The pt was treated with cipro and was advised to discontinue use of the external equipment. The pt was hospitalized due to deterioration of the infection. The pt's device was explanted.